Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of a 7 cm abdominal aortic aneurysm 4 to 5 years ago. Vessel morphology at the time of implant was not reported. It was reported that approximately 1 month ago, the patient went to the emergency room with abdominal pain, and it was found that the aneurysm had enlarged from 7 cm to over 10 cm. As a result, only part of the original graft was still in contact with the vessel wall. To resolve the endoleak, a talent cuff was implanted such that one of its sides was 7 mm below the renal artery of the patient's one functional kidney, while the other side was positioned directly at the renal artery of the non-functional kidney. For additional stability, an aneurx limb was implanted, and the endoleak was resolved successfully. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Results: endoleak. Conclusion: other - (lot number not provided, unknown cause of aneurysm enlargement). Other - (secondary intervention required).